Manufacturer narrative:
The manufacturer is waiting for the return of the parts. Further information will be provided upon the completion of the investigation.

Event description:
While the resident was transferred from bed to chair with an ergolift-600, the spreader bar got detached from the scale, dropping the resident into the chair, with the spreader bar on her. She did not sustain any injuries.